Manufacturer narrative:
Additional information received on 24 march 2016 and includes: primary surgery was conducted from around 9:00. This event was occurred at around 12:00 and the surgeon decided to conduct revision surgery immediately, but since the revision implants and instruments were not in the hospital, revision surgery was started at around evening. Finally, the surgery was finished at around 22:30. The surgery was completed successfully. Batch review performed on 13 april 2016. Lot 152948: 20 items manufactured and released on 10 august 2015. Expiration date: 2020-06-30. No anomalies found related to the problem. To date, 2 items of the same lot have been already sold without any similar reported event. Device not available.

Event description:
When the surgeon impacted to amistem-c, patient's femoral bone cracked about 20cm long. The surgeon decided to replace amistem-c stem with other company's implants on the same day. The surgery was prolonged about 12 hours. No pieces nor x-rays available for investigation.

Manufacturer narrative:
On 15 june 2016 it was prepared a final report with the information already submitted in the initial report. On 28 june 2016 the report was sent to the initial reporter and the case was closed.